Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 495 mg/dl. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.